Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the fusion¿ ent navigation system (serial# (B)(4)). Testing revealed that the instruments failed testing. The instruments had a geometry error of .5 and were bent. The bent instruments were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system's emitter was not working well. It was reported that every single instrument out of the tray failed about 10 times. The site had not changed anything else on their system. The surgery was completed with navigation and there was no impact on patient outcome. Additional information was received regarding navigation instruments. It was reported that the instruments were found to be bent during a system checkout. All the instruments passed verification although one was close to failing. It was noted that it was never verified that the instruments were actually bent and that they were documented in the system checkout as bent due to the geometry error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.